Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient injury or involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera. There is no known patient injury or involvement.

Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted april 13, 2016, was incorrect. The correct device manufacturer date is march 23, 2011. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a visual inspection of the inner and outer parts of the heater-cooler device. The inspection revealed residuals and biofilm in several locations of the water circuits. The test results provided by the customer show that this unit was tested positive for mycobacterium chimaera on (B)(6) 2015, mycobacterium chimaera and mycobacterium gordonae on (B)(6) 2015, and mycobacterium intracellulare on (B)(6) 2016. The last test result provided by the customer, which was dated (B)(6) 2016, showed no presence of mycobacteria. This shows that the continued disinfection performed by the customer removed the mycobacteria (ntm) detected in the water samples. Based on the biofilm identified in the device and the test results provided by the customer, sorin group (B)(6) has concluded that the users have not always strictly followed the cleaning and disinfection instructions according to the current instructions for use (IFU). The current test results for samples taken following a disinfection performed according to the IFU show no contamination. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).